Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("extreme cramping"), menorrhagia ("abnormal heavy menstrual bleeding"), hypersensitivity ("allergic reactions"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (plaintiff was required to have the essure device removed). Essure was removed. At the time of the report, the pelvic pain, abdominal pain lower, menorrhagia, hypersensitivity, anxiety and depression outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, hypersensitivity, menorrhagia and pelvic pain to be related to essure. The reporter commented: she was required to have essure device removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed fill occlusion and proper placement. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("abnormal heavy menstrual bleeding/ abnormal bleeding (menorrhagia)") in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal and asthma. In (B)(6)2007, the patient experienced allergy to metals ("nickel allergy"). On (B)(6)2007, the patient had essure inserted. In (B)(6)2007, the patient experienced hot flush ("hot flashes") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In (B)(6)2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urticaria ("hives") and pruritus ("itching"). In 2012, the patient experienced abdominal pain ("abdominal pain"). In (B)(6)2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6)2014, the patient experienced urinary retention ("urinary retention"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("extreme cramping/abdominal pain lower"), hypersensitivity ("allergic reactions"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6)2014. At the time of the report, the pelvic pain, hypersensitivity, anxiety, depression, hot flush, urticaria, pruritus, urinary retention, dysmenorrhoea, alopecia, allergy to metals, weight increased and abdominal pain outcome was unknown and the menorrhagia, abdominal pain lower and vaginal haemorrhage was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, depression, dysmenorrhoea, hot flush, hypersensitivity, menorrhagia, pelvic pain, pruritus, urinary retention, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she was required to have essure device removed. Discrepancy noted in date of insertion- (B)(6)2007,(B)(6)2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20 kg/sqm. Hysterosalpingogram - on (B)(6)2007: results: confirmed fill occlusion and proper placement. Total bilateral occlusion. Most recent follow-up information incorporated above includes: on 23-jan-2019: pfs received- new events hot flashes, abnormal bleeding (vaginal), itching, hives, urinary retention, dysmenorrhea (cramping), hair loss, nickel allergy, weight gain were added. Outcome of abdominal pain lower, menorrhagia updated to recovering / resolving. New reporters, patient information, medical history were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.